Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that hemolysis occurred during use with a bd vacutainer® k2 edta 5.4mg . The following information was provided by the initial reporter, "during use, the customer found 1ea tube has hemolysis issue."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hemolysis occurred during use with a bd vacutainer® k2 edta 5.4mg. The following information was provided by the initial reporter, "during use, the customer found 1ea tube has hemolysis issue."